Event description:
After placing a stent in the mid lad in a pre-dilated total occlusion and subsequently performed post dilatation, a type iii perforation was detected. The pk papyrus covered stent system was selected for treatment of the perforation. The perforation worsened after balloon dilation and pk papyrus deployment. The tear was extended in both directions, proximally and predominantly distal to the vessel. Cardiac tamponade and pea arrest occurred. Attempted ECMO placement, without success. Patient expired in the cath lab.

Manufacturer narrative:
(B)(6) 2022 opened in error. Wrong device reported. Closing report and opening new report on correct device.